Event description:
It was reported through survey that before or during the surgery, while inspecting the vari-stim iii package it was found it was non-sterile, seal broken. Use of the vari-stim iii result in injury to the patient and injury required medical intervention, but has no long term life consequences. Patient experience paresthesia post surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through survey that before or during the surgery, while inspecting the vari-stim iii package it was found it was non-sterile, seal broken. Use of the vari-stim iii result in injury to the patient and injury required medical intervention, but has no long term life consequences. Patient experience paresthesia post surgery.